Event description:
According to the reporter during a procedure, the handpiece could not cut at all. The handpiece worked fine for a long time, but then suddenly sealing was fine, but they were not able to move the knife. They made a thorough cleaning job and after a lot of work done in the far end, back in the jaws, something really small was "released" and the knife worked again. They didn't have too long of the procedure left so they used it a couple of times and both sealing and cutting was ok. It didn't fell into patients' cavity but wasn't saved for examination. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.